Event description:
It was reported that the lead impedance measurements for electrode 0 and 1 were less then 50 ohms post-op. Motor response was received using these 2 contacts intra-op. The impedance measurements on all the other electrodes and case were fine. Further info has been requested.

Manufacturer narrative:
(B) (4)